Manufacturer narrative:
Onsite investigation was preformed and the field representative discovered that the glass on the monitor was broken, however, it was still usable. They suggested that it is safer not to use it and have it replaced. Replacement of the monitor resolved the issue, no further issues were reported. Replaced monitor was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A site representative reported that the navigation system's surgeon monitor image quality was poor after being transported to a different location. Rebooting and reconnecting did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: device UDI and device manufacturing date now provided. Upon further follow up, the medtronic representative reported that there was an image on the monitor and it was usable, only because the glass was broken (still in place, but likely to fall apart if manipulated), the biomed engineer found it more safe to take it out of the operating room (or) until repair. The monitor damage per the medtronic representative did not appear that bad but during the procedure, the site would have touched the monitor a little too hard and some pieces could potentially have come loose.

Manufacturer narrative:
The surgeon monitor was returned to the manufacturer for analysis. When connected to a known good system the image on the display of the returned monitor was found to be normal. However, there were broken pieces heard rattling around inside the monitor. Opening the monitor housing revealed broken screw mounts in two places on one side of the monitor. The hardware investigation found a physical damage mode due to broken pieces. Unable to duplicate reported issue.